Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out-of-range pace impedance measurements and oversensing. An insulation breach was suspected to be the cause but not confirmed. A revision procedure was later performed wherein the lead was explanted and replaced along with the device due to normal battery depletion. No adverse patient effects were reported. This lead and pacemaker are no longer in service.